Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cervical fusion tip of the blade broke off and the piece remained inside the patient. On follow up, no information available on patient condition post surgery and procedure delay. It was reported that there is no back up device used. Additional information is still on follow-up.

Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cervical fusion tip of the blade broke off and the piece remained inside the patient. On follow up, no information available on patient condition post surgery and procedure delay. It was reported that there is no back up device used. Additional information is still on follow-up.